Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m159271 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m159271 and test base part number 190-430 / lot m159271. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m159271 showed that the complaint rate is 0.03%. In addition, a review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m159271 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review (brr) revealed that the product met acceptance criteria for release, and review of complaints against the kit lot for the reported issue indicates that the product is performing according to the statements contained in the package insert and a product deficiency has not been identified. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported (2) two conflicting results with the panbio ID now covid-19 assay for multiple patients performed on (B)(6) 2021 and (B)(6) 2021. This MFR. Report addresses patient 1 of 2. The customer reported (1) conflicting results with the panbio ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal sample flocked tip swab. The customer reported that the first panbio ID now covid-19 assay generated a positive result. A second panbio covid-19 ag rapid test kit was used with a nasopharyngeal, obtained negative result. The third test kit vazyme sars-cov-2 test was performed on a nasopharyngeal, obtained a negative result. The fourth test used was a second ID now covid-19 test assay, also obtained negative result. No additional patient information, including treatment and outcome, was provided.